Event description:
It was reported that the right atrial (ra) lead experienced an apparent lead dislodgement. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: dtba1d4 cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013; product ID: 6947m55 implantable tachy lead, implanted: (B)(6) 2013; product ID: 419688 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).